Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a battery out limit. Customer states that they tried to clear the alarm but it still wasn't responding. The blood glucose reading is 187 mg/dl. The insulin pump will be replaced. Nothing further reported.